Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer was experiencing low blood glucose. Their blood glucose varied but one of their blood glucose was 39 mg/dl. The insulin pump will not be returning for analysis.